Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6).

Event description:
It was reported that during preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) had fiber optic test failure . There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: d5 (operator of med. Device).

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, during pm the unit would not pass the fiber optic test. Fse was receiving a fiber optic failure whenever fse connected fiber optic module to the pump. Upon investigation it was found that the jumper cable was causing the failure. Replaced cable, fiber optic jumper. Verified unit would pass the fiber optic test and no failures would occur when fiber optic module was connected. Unit returned to customer. Product passed all functional and safety tests per manufacturer specifications.